Event description:
It was reported that coating issue occurred. The patient presented with pda and underwent percutaneous transluminal angioplasty. A 300-cm straight-tip v-14 control wire was advanced but failed to cross the lesion. Upon removal, the physician noticed that the coating on the distal part of the guidewire had peeled off. The device was completely removed, and the procedure was completed with a non-boston scientific guidewire. No patient complications were reported.